Event description:
It was reported that patient presented for unrelated generator change. At the time of the elective change-out, frequent noise was noted on the ra lead. The physician elected to cap and replaced the lead on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well.